Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature..

Manufacturer narrative:
Follow-up #1: date of submission 09/28/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2017 with the following findings: during investigation, the pump was unresponsive with both the returned battery cap and a test battery cap. No auditory alarms or vibration alerts occurred. The display remained blank upon battery insertion. The battery cap was unable to fully tighten. The battery compartment was cracked in the thread area. Moisture was found in the battery compartment. The pump case was removed to find no evidence of additional moisture. No evidence of the pump overheating occurred during the investigation. The pump download failed due to the unresponsive pump. The pump was unresponsive due to moisture contamination. The temperature complaint was unable to be investigated due to the inability to run the pump and verify the current draws.